Event description:
Material # 24010-0007t. Batch # 24055598. It was reported by customer that texium tubing used to prime chemo flush bag was not functional.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.